Event description:
The customer reported that there was an issue with the light guide lens on the evis lucera duodenovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive part of the lighting lens came off. The report is being submitted due to the lighting lens coming off found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, evaluation found the illumination lens was chipped, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle know was out of normal state, the curved rubber adhesive was missing, the air/water supply cap was loose, scratches were found on multiple parts of the scope, and paint was peeling on the suction cylinder and air/water supply cylinder. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.